Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to cellulitis, renal failure and diabetic ketoacidosis. The customer's blood glucose reading was unk. The customer had been experiencing anxiety attacks and high blood glucose levels for (B)(6). Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. It was stated that the customer has been under a lot of stress, and was in a car accident back in feb. Nothing further was reported.